Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, the patient was experiencing confusion and disorientation. The patient¿s cgm was initially showing 180 mg/dl while the bg meter was reading 95 mg/dl. The patient¿s symptoms progressed and she was having trouble understanding what was happening, had blurry vision, confusion, sweating, fatigue, and was feeling hot. The patient was wearing a tandem insulin pump in sleep mode. The patient then reported her cgm values were ¿fluctuating widely¿ moving from 203 mg/dl to 83 mg/dl while her bg meter reading decreased to 47 mg/dl. The patient¿s husband treated the patient with juice. The patient stated that it took approximately three hours for her glucose levels to return to a ¿safe range¿ (no specific value was reported). There was no documentation of the patient seeking assistance from a higher level of care. The patient eventually felt better and was recovering at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.